Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) system was programmed off as the patient deteriorated more and went to hospice care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to syncope/near syncope and that the patient had cardiac arrest in the field with CPR (cardiopulmonary resuscitation). The interrogation report indicated a right ventricular (rv) lead integrity warning was triggered for high rate non-sustained (hrns) episodes and sic (sensing integrity counter). The rv lead had oversensing and undersensing on the vtns (ventricular tachycardia non-sustained) and hrns events post patient vt (ventricular tachycardia) monitor zone event. It was noted that the times of the vtns and hrns episodes are post event in the vt monitor zone and appear to corroborate with the CPR in the field. The rv lead remains in use. No further patient complications have been reported as a result of this event.